Event description:
The customer reported to olympus during preparation for use, when the 4k autoclavable camera head was plugged in, no picture was available. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Harm associated with this event. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no image was due to a faulty/ puncture cable, failed leak test and a faded rear cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. There were no reports of patient harm associated with this event. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.